Manufacturer narrative:
Investigation found that pump failed volumetric accuracy tests. Pump was calibrated to resolve the issue.

Event description:
Customer alleged that pump under infused at 9.3 ml instead of 9.5 ml during testing. Rate and dosage are 125 ml/hr and 10 ml.